Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device coupling head had sharp edges ¿ failed check attachment coupling, made a grinding noise during forward operation, and the gear shaft and planetary wheels were worn and damaged. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pretesting, it was observed that the small battery drive device coupling head had sharp edges on the coupling head, and made a grinding noise when used in the forward direction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.